Event description:
Customer reported that his reservoir's o rings are failing and the insulin is leaking inside the pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.